Event description:
It was reported that, during a robotic laparoscopic prostatectomy after retrieving the prostate prior to anastomosis, the bipolar maryland forceps (bmf) suddenly was unable to be operated. It was found that a broken piece of the jaw from the monopolar curved shears was stuck on the bmf. The fragment was removed from the surgical site. The bmf was able to be used for the remainder of the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1, d10; additional information: d4 (UDI #), h4 h3) medtronic led an evaluation of the associated device logs for the reported bipolar maryland forceps. The bipolar maryland forceps sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs did not indicate any specific issues occurring with the bipolar maryland forceps. The total use time was one hundred and thirty-one minutes. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy after retrieving the prostate prior to anastomosis, the bipolar maryland forceps (bmf) suddenly was unable to be operated. It was found that a broken piece of the jaw from the monopolar curved shears was stuck on the bmf. The fragment was removed from the surgical site. The bmf was able to be used for the remainder of the procedure. There was no patient injury.